Event description:
The customer reported that the battery is not charging. Due to the backup battery failing to charge . If a loss of power occurs during use, it could cause the unit to shut down due to back-up battery not working. No patient harm reported.